Manufacturer narrative:
The CPR stat padz were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The pads were put through extensive testing using a test device without duplicating the report. The pads were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator prompted a "unit failed" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.